Event description:
The physician reported that the needle was inserted in the right 7th ics. While the needle was being pulled out of the pt, the hub became disconnected from the needle and hemostats had to be used to pull the needle out of the pt. There was no injury noted to the pt after the needle was removed.